Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/9139101. (B)(4). Concomitant medical products: catalog #unk, unknown zimmer harris/galante liner, lot #unk; this report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to one hip having five separate episodes of posterior dislocation during the study period.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Device history records cannot be reviewed since the part and lot numbers are unknown. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Product history search cannot be completed and the compatilbity cannot be verified since the part and lot numbers are unknown. Patient activity level and adherence to rehabilitation protocol are unknown. A definite root cause cannot be determined with the information provided.